Event description:
The lead was implanted on (B)(6) 2000 and capped on (B)(6) 2012. Poor sensing on rv. The procedure took place at (B)(6) hospital. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).